Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. The previously applied conclusion code is no longer applicable.

Event description:
The catheter was returned to the manufacturer via a company representative.

Manufacturer narrative:
Relevant components include: product ID 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving an unknown dose at a concentration of 2000mcg/ml of fentanyl and an unknown dose at a concentration of 38mg/ml of bupivacaine via an implantable infusion pump for spinal pain. It was reported that the patient complained of increased pain. Patient had a computer tomography (CT) scan due to a suspected granuloma. The CT scan confirmed the granuloma and the spinal segment of the catheter was removed. The catheter had also come out of the intrathecal space as confirmed by fluoroscopy. The remainder of the catheter was tied off and the pump was set to minimum rate. No other information is known at this time. If additional information is received, a follow-up report will be sent at that time.

Manufacturer narrative:
Analysis of the catheter on 2017-mar-07 revealed no significant anomaly; the catheter body was torn/broken/melted at or after explant which did not affect infusion.

Event description:
Regarding the catheter revision it was noted that the catheter was to be pulled down two levels. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.